Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. No rewind anomaly noted. Device passed compromised force sensor system error test and all operating currents tested within the spec range. Device was monitored and tested with no failed batt test noted. Device received with broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the up arrow does not respond to presses sometimes and insulin pump alarmed with failed battery. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.